Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had ok button must be pressed multiple times or harder to work. No harm requiring medical intervention was reported. Customer stated that the insulin pump had crack below retainer ring and it also reject new battery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked case and cracked case-corner of belt clip rails. Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with displacement test, active current measurement test, sleep current measurement test, and self test. No button error alarm noted upon testing. No failed battery test alerts noted during testing. However, device received with corroded battery tube. (B)(4).